Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose was 515 mg/dl. The customer treated their high blood glucose with a bolus. While troubleshooting for the high blood glucose, the customer expressed short of breath, heart issues and feeling as if their eyes wanted to bulge out of their head as symptoms related to their high blood glucose. The customer stated that the drive support cap appeared normal. The customer declined to check for presence of leaks or air bubbles in the infusion set and reservoir. The customer declined to perform the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer confirmed that they change the infusion set. The customer disconnected the call before further information could be collected. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.